Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage, pressure testing, and priming; and the device performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare (B)(4) or baxter healthcare (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at one of the port sites. This was identified during an unspecified process step of chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.